Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having an issue with her insulin pump. The customer's blood glucose level was unknown. The customer reported that her insulin pump was not beeping or vibrating. The customer reported that the setting were on no vibrate and beeps were low. They stated that the insulin pump was neither beeping nor vibrating currently. Customer stated they were having trouble hearing the beeps. The customer reported that it did beep but test failed as there was no vibrate during the self test. Customer also stated there was a crack on her pump as well going across the front or back and on screen. The customer declined to troubleshoot for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement however failed in vibration self test due to broken black wire vibrator motor connector. Device received with cracked lcd window and cracked case display window corner.